Event description:
It was reported that the patient's goal temperature was 33 degrees, and with 1 hour of achieving the goal, the patient's temperature dropped to 32 degrees. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient's goal temperature was 33 degrees, and with 1 hour of achieving the goal, the patient's temperature dropped to 32 degrees. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A novasyte employee at the account stated that the nurse using the device had the device set in custom mode. The nurse restarted the unit and set it in the proper mode/max mode. The unit was working properly after. The customer was instructed to callback the nurseline if issue continues.